Event description:
Plate screws were removed due to soft tissue irritation.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or lot number. Synthes is unable to determine 510(k) # without part number or lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.